Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of particles in device. There was no report of serious or permanent harm or injury. The device was returned to a third-party service center. The technician confirmed particles in the air path during the device evaluation and there was visible foam degradation. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer previously reported the following information listed in quotes in error " the device was returned to a third-party service center. The technician confirmed particles in the air path during the device evaluation and there was visible foam degradation". Please note that following further review of device evaluation performed by the third party service center it was determined that the unit was without contamination. Additionally, no error codes were identified. In this report, box h has been updated/corrected.